Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection found no issues but noted that the set was received filled with a viscous solution. Methylene blue was introduced for gravity testing into the drip chamber to move the viscous liquid from the bottom of the chamber. The liquid started flowing through the tubing; no blockage was identified. No malfunctions or abnormalities were identified during the evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that fluid did not flow through the tubing of a buretrol IV solution set. This was noted during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.